Manufacturer narrative:
(B)(4). Two modified quick-connect drivers [product code: 6983-36-615] were returned to the customer quality unit (cqu) on april 6th, 2017. Both drivers had their tips broken off. Only one fractured driver tip was returned and it was not sufficiently identified. Both drivers and the unidentified tip were sent for fracture analysis. Optical images of the driver tips from lot gm4470001 and mi42349 show plastic deformation at the hex features and torsional shear markings following a circular pattern. The plastic deformation at the hex features indicate a torsional overload of the fractured tips. This suggests the fractured tips underwent a quasi-static overload torsional shear failure starting at the hex feature and extending to the center of the shaft, the potential fracture termination site. No material defects of other abnormalities were observed in this analysis. Supplemental hardness tests were performed on the drivers. Both drivers are within the specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tips breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause are quasi-static overload torsional shear failures due to unexpectedly high forces placed on the tips during tightening. As there has been no issue identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 we had a c3-t2 posterior cervical fusion using mountaineer. We were on the right side at the t1 pedicle. We drilled using navigation and tapped the pedicle using the mountaineer 4.0mm tap. Then we inserted the 4.35x25mm screw (1883-19-525 lot#avffm6) using the mountaineer poly qc screwdriver (698336615 lot#gm4470001). When the screw was a little over halfway inserted, the surgeon noticed the poly head was spinning but the screw was not advancing. He looked down at the tip and noticed the tip of the qc poly driver sheared off into the head of the bone screw. At this point, he removed the driver from the field. He tried to take out the broken tip fragment with a kocher, right angle, and bone wax on the tip of an instrument but was unsuccessful. Not being able to advance the screw any further, we needed to remove it. We cut a piece of rod, final tightened a set screw, and used the countertorque to back out the screw successfully. We loaded up a different screw of the same size and successfully inserted the screw into the right t1 pedicle using a standard mountaineer driver. On the left side at the t1 pedicle, the same scenario happened. We drilled using navigation, tapped using the mountaineer 4.0mm tap, inserted the 4.35x25mm screw (1883-19-525 lot#atpbn2) a little more than halfway when the mountaineer poly qc driver (698336615 lot#mi42349) broke at the tip. The broken tip fragment was not retrievable in the head of the bone screw so we cut a rod, final tightened a set screw, and used the countertorque to successfully back out the screw. A new 4.35x25mm screw was loaded on a standard mountaineer driver and successfully placed at left t1. The case was completed successfully using the mountaineer standard drivers for the remainder of the case. No patient harm was caused because of the complained devices. All fragments generated from the two broken poly qc drivers were removed successfully from the patient. There were no fragments left in the patient.